Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor serter anomaly. Customer's blood glucose at time of incident was 6.0mmol/l. The customer stated that the sensor needle housing got stuck in the serter and the rest of the stayed on the base. Customer is now unable to remove the needle housing in the serter. The customer had a spare serter and was able to insert another sensor successfully. It was explain that it may be due to serter problem or the position the serter was placed to load the sensor.

Manufacturer narrative:
A complete analysis 1 opened and used enlite sensor found the needle hub separated from the sensor base, the needle retracted inside of the needle hub: unable to confirm the complaint due to the customer returned opened and used. The complaint is against the insertion device.